Event description:
Revision surgery of the gmk primary tibial insert about 4 months post op due to infection.

Manufacturer narrative:
Document review: gmk primary ps insert sie 4 height 14 mm: code (B)(4)/ lot 111387 (49 liners produced): all parameters were found to be in according with the specs valid at the time of mfg. The washing cycle for metal components was run according to specs and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specs valid at the time of production. Four items belonging to this lot have been already implanted and no incidents have been reported up to now. On the basis of the data collected, a device involvement in the infection occurred is highly unlikely.